Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device evaluation also discovered a crack and gap at the glue between the distal end and server plug-in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the stain in the light guide lens remained since the material adhered to inside, therefore, the material could not be eliminated by reprocessing. However, the definitive root cause was unable to be determined. Based on the results of the investigation, it is likely that the crack and gap at the glue between the distal end and server plug-in was caused during device handling by the user (physical stress may have been applied to distal end). However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "- inspection of the endoscope - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects on the inside of the light guide lens. There were no reports of patient involvement.